Event description:
Procedure type: lap gastric roux en y. According to the reporter: during a laparoscopic roux en y, endostitch needle disengaged from the device when it shouldn't have during knot tying. Suture and needle were replaced, and the same endostitch handle was used to complete the procedure with no further problems. Dr (B)(6) described this issue to covidien in the past, and wanted to make sure this one got sent back for testing ((B)(4) for multiple instances). He has been using endostitch for 15 years and said this occasionally happens and if it were fixed it would greatly improve the device. No injury to the patient. The difficulty did not result in an unintended colostomy, formal laparotomy, or re-operation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).